Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system would not come on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.